Event description:
Boston scientific received information that this device was an attempted implant. The physician reported that after he screwed in the associated right ventricular (rv) lead, a tug test was performed and the lead came out of the device header. The lead was re-inserted into the device , the setscrews were tightened and the lead was secured in the device header. Shortly after, oversensing was noted which resulted in pacing inhibition due to a suspected loose connection. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted that both the right atrial (ra) and right ventricular (rv) seal plugs have cored out holes in them. No anomalies were noted during visual inspection of the header ports. Testing verified that an is-1 lead could easily be inserted into both the ra and rv header ports without any difficulty. Both the ra and rv setscrews moved freely and showed no signs of any cross-threading and no header anomalies were identified. The device was put through the returned products test (rpt). This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. The allegation against the device from the field for connection issues could not be confirmed. The allegations for oversensing and pacing inhibition were confirmed to be the result of the cored out holes in the ra and rv seal plugs. No other adverse events have been reported. This product issue will be updated if additional information is received.